Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and device evaluation. Updated fields: d4, d8, e3, h2, h3, h6 and h11. Corrected field: b5. The device was returned to olympus for inspection and the reported failure was confirmed. The device evaluation found the image had disappeared due to a malfunction in the imaging section. Based on the results of the investigation and previous investigations, it is likely probable causes such as damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit led to the reported malfunction. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. However, a root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
Correction for information inadvertently left out of previous report. The procedure was an arthroscopic surgery and the patient was under sedation. There was no delay.

Manufacturer narrative:
Full e1 facility name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the flex videoscope image became completely dark when angulation was in the up position. This issue occurred during a non-specified therapeutic procedure. The procedure was completed with a back-up olympus device. There were no reports of patient harm.